Manufacturer narrative:
Product analysis : the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 6935-65 lead , implanted: (B)(6) 1996.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, as well as, variable and high impedance measurements. It was also noted there was lead noise and a fracture was confirmed. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.